Event description:
Surgical delay caused by product problem. The insert was then disassociated during the removal of an osteophytes on the cup. The insert was stuck in the cup and could not be removed, even after the cup was removed.

Manufacturer narrative:
Examination of the returned device by depuy commercialized product development finds the ceramic liner is currently stuck in an angled position in the shell. It has heavy scratches on the od and rim along with minor scratches on the ID. Currently the liner doesn't appear to have a uniform line in the taper suggesting it was ever locked properly. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided.

Manufacturer narrative:
This complaint is still under investigation.